Manufacturer narrative:
The customer reported that the ECG would drop or flatline intermittently on the bedside monitor (bsm). No physical damage or fluid intrusion was reported. They sent the unit in for an exchange. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. An attempt to obtain the manufacturing date of this device has been made and will be included in a follow up report, once it has been received.

Event description:
The customer reported that the ECG would drop or flatline intermittently on the bedside monitor (bsm). No physical damage or fluid intrusion was reported.

Manufacturer narrative:
The customer reported that the ECG would drop or flatline intermittently on the bedside monitor (bsm). No physical damage or fluid intrusion was reported. They sent the unit in for an exchange. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report: b2. D4 lot # & expiration date. D6a & d6b. D7b. D10. F1 - f14. G4 device bla number. G5. G7. H2. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. B6. B7. H4. An attempt to obtain the manufacturing date of this device has been made and will be included in a follow up report, once it has been received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H4 device manufacturer date. H10 additional manufacturer narrative. Corrected information: report number: it has just been discovered that the initial MDR report was sent with the incorrect year of 2021. This is to notify that the correct year should be 2022. (Note: the year in the actual field has not been changed.)

Event description:
The customer reported that the ECG would drop or flatline intermittently on the bedside monitor (bsm). No physical damage or fluid intrusion was reported.

Event description:
The customer reported that the ECG on the bedside monitor (bsm) would drop or flatline intermittently. No physical damage or fluid intrusion was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the ECG on the bedside monitor (bsm) would drop or flatline intermittently. No patient harm or injury was reported. Investigation summary: the customer was provided with an exchange, as requested by them. During the evaluation, no issues were found with the device, as the device functioned as expected. Nihon kohden repair center (nk rc) was unable to confirm or duplicate the reported issue. The unit completed (24) twenty hours of extended stress testing and operated to the manufacturer's specifications. In this case, it is possible the ECG issue was due to a user related error. User related errors, including the use of a damaged lead/probe, incorrect placement or set up of leads/probes, or incorrect settings, and/or setup errors, can lead to the reported ECG issue. A complaint history review of this serial number found that this was the only issue found for this device at this facility, in the past (3) three years. A significant trend that would warrant any action and/or any corrective action has not been observed.